Manufacturer narrative:
H3, h6: it was reported that during surgery, while using the device inside the patient, the broach detaches when trying to back-broach out of the bone canal. The procedure was continued using a backup device from smith and nephew, with a surgical delay of less than 30 minutes. No injury to the patient was reported. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. Nevertheless, the batch number was reported and the production documentation review was performed. A review of the past complaints for batch a61438 revealed revealed two additional complaint devices with a similar reported failure mode. The production documentation was reviewed as well. No deviation was detected from the standard manufacturing process which could have affected the device performance. Based on the performed investigations, the reported failure mode could not be confirmed as the device was not returned for product evaluation. However, previous investigations demonstrated that under specific circumstances, the double offset adapter 80/45 may disconnect from the rasp during backslapping. An optimized design of the device has been released in order to reduce the occurrence of this issue. This version of the device will be monitored for similar issues. Should additional information become available, this complaint will be reassessed. This investigation is considered closed.

Event description:
It was reported that during surgery, while using it inside the patient, the broach detaches when trying to back broach out of the canal. The procedure continued using a backup device from smith and nephew, with a surgical delay of less than 30 minutes and no injury to the patient.